Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.18 was failed and wouldn¿t recover. A field service engineer (fse) accessed the back of the station, unlocked row 3, and opened all six drawers. The fse observed that drawer 18 contained keys, including one with a hoop in pocket 3, and determined that the protruding, untucked hoop prevented the pocket from recovering. The fse tucked the key back in place and shut all drawers on 3rd road after and locked it back to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a mini drawer had failed and could not be recovered. The affected mini drawer contained the key to the padlock for the medication refrigerator. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.